Event description:
While putting in the 2nd of 2 screws, about half way into screw insertion, the head of the screw popped off. We removed the entire screw and put in a competitor 4mm screw.

Event description:
While putting in the 2nd of 2 screws, about half way into screw insertion, the head of the screw popped off. We removed the entire screw and put in a competitor 4mm screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event could be confirmed. The macroscopic and microscopic investigations show that the - asnis micro, cannulated screw, diam 3.0x34/7mm - screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures / honeycomb structure of a ductile torsional breakage. Furthermore during the explantation the remaining screw was damaged very strong and three fragments broke off. The root cause of the failure could have been a too hard bone. In the operative technique it is documented under: pre-drilling (optional step) that ¿ ¿in case of hard cortical bone, pre-drilling should be used. Indications for material or manufacturing related problems were not found in this investigation.